Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device to flowline for flow rate accuracy testing and was within specifications. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not infusing correctly during delivery. The expected and actual infusion time, volume and flow rate were said it was programmed to infuse 137 ml only infused 100 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.